Manufacturer narrative:
H6 - cartridge lot number search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
B5: the defective cartridge damaged the icl lens. There was patient contact. H3: device evaluation: the cartridge was returned with clear surgical residue/debris on product. The cartridge tip was damaged and there was residue on the cartridge. The lens was returned in liquid, in a microcentrifuge vial. Visual inspection found one haptic torn, with debris on the lens. Claim # (B)(4).

Manufacturer narrative:
Claim # (B)(4).

Event description:
The reporter indicated the surgeon had inserted the injector into the eye but the cartridge would not advance and the surgeon was unable to implant the 13.2mm tmicl13.2 implantable collamer lens, -14.50/+2.5/125 (sphere/cylinder/axis), into the patients eye. The backup lens was implanted and there was no patient injury. The surgeon indicated the cartridge was defective. Additional information has been requested but none has been forthcoming.